Event description:
It was reported that when the patient was seen, the device was at eri (elective replacement indicators) and had been reprogrammed to dual chamber. The following week, it was at eri again, and was again reset and programmed back to dual chamber. Telemetry difficulty was also reported. The device was then explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed eri (elective replacement indicators) parameters. Further analysis found an intermittent high current drain condition. During deprocessing to allow for electrical access to the integrated circuits, a crack in the substrate was noted. However, the integrated circuits were damaged while preparing the hybrid for visual documentation of the substrate crack, so it was not possible to determine if the crack was preexisting or was caused by the deprocessing. Because the hybrid was damaged during analysis, the root cause of the high current drain condition could not be determined. It was reported that when the patient was seen, the device was at eri (elective replacement indicators) and had been reprogrammed to dual chamber. The following week, it was at eri again, and was again reset and programmed back to dual chamber. Telemetry difficulty was also reported. The device was then explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure hybrid circuit device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator)..

Event description:
It was reported that when the pt was seen, the device was at eri and had been reprogrammed to dual chamber. The following week, it was at eri again, and was again reset and programmed back to dual chamber. Telemetry difficulty also was reported. The device was then explanted. No patient complications have been reported as a result of this event.